Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdtf012 showed five other similar product complaint(s) from this lot number. The complaints for this lot number (asdtf012) have been reported from the same facility.

Event description:
It was reported that the y-site on four needles leaked. No other information was provided. This report addresses the third needle.